Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received in eri. The device image analysis indicated that the voltage and current trends were normal. Device output and stress tests were performed and did not find any anomalies. No high current anomalies were observed to suspect premature battery depletion. Longevity assessment was performed, and the device exceeded the projected longevity.

Event description:
During follow-up, a false elective replacement indicator (eri) was noted. Technical support was contacted and suggested clearing the alert. Upon further analysis of the session records, the device would soon reach eri prematurely and device replacement was recommended. The issue was resolved by explanting and replacing the device. The patient experienced no consequences.